Event description:
Affiliate reported that the pt arrived at the e.r. Suffering from hemicranea and dizziness. A CT-scan was performed showing acute subdural hematoma and collapsed ventricles. Verification of the valve showed a pressure of 30mm h2o, rather than the 120mm h2o which had been previously set. An attempt was made to re-program the valve with the two programmers that the hospital had without any success. The decision was taken to explant the valve and it was replaced with a new one.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.